Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized for an unknown reason. The patient's blood glucose levels reached >250 mg/dl. The patient reported that the pdm would not turn on. There was no information provided about the situation and how they were treated. Three follow ups were done but no additional information was available.